Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and corroded battery tube. The insulin pump was tested with a good battery cap, no blank display during testing, no damage found on the lcd isolation tape noted and no a21 alarm noted also had normal operating currents. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The insulin pump had a blank display. The customer was calling back after receiving a new battery cap. Customer's blood glucose level was 254 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.